Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/18/2013 with the following findings: evaluation revealed the keypad was intact but the keypad symbols were worn. All of the buttons responded appropriately. Removed the keypad and found contamination under the down and contrast button contacts. The lens was found to be scratched. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2013.